Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. The system had a recoverable fault that would not recover. Fse tried to hard power cycle the system with no success. Fse replaced the outer distal set-up joint (suj) on the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The distal suj was analyzed and the reported error was confirmed in the field via the site's logs and was replicated in-house. The unit failed the wrist brake test. Several limit errors were found in the system logs, associated with the wrist encoder.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, arm 4 faulted. The technical support engineer (tse) reviewed the system logs and found errors 23103 and 23105 against the arm 4 distal set-up joint (suj). The site disabled arm 4 and continued with the procedure. The tse recommended the site perform a hard reboot after the procedure. The site called back after the procedure to report that the fault returned after the system was power cycled and emergency powered off (epo). There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: when the system was turned on, there did not appear to be any faults. The system was used in a case earlier that day without any problems. The customer noticed the issue when deploying for docking. The system would not deploy unless arm 4 was disabled. The procedure only required 3 arms. The customer disabled arm 4 in order to proceed.